Event description:
Filter tubing; filter within filter tubing was broken and ended up ripping. The device did not reach the patient. IV pump set clearlink pump 1 port 10 drops/ml drip rate with filter 107 inch tubing. Item#: 2r8858. Lot: r22j11062. Expiration date: 10/12/2024.